Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level. Bg value was not provided. Reportedly, the customer was in a coma for 3 and a half weeks. The cause was unknown; however, customer alleged the continuous glucose monitor system did not work as intended at the time of the hospitalization. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support.